Event description:
It was reported that a bupivacaine medication in portex® spinal kits was ineffective in numbing the upper body part of a patient, and general anesthesia was used. No patient injury reported.